Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a cranial resection, the registration performed showed an imprecision of 6.5 mm. It was noted that tracer points were added, though accuracy was improved to 3.6 mm. The site then elected to continue with navigation as the tumor was superficial. During the procedure, the imprecision was noted to be 1.5 cm. The surgeon completed the procedure with the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: patient demographics provided.

Manufacturer narrative:
The archive used in the procedure was sent to medtronic for evaluation. The archive was found to be within protocol.

Manufacturer narrative:
The archive used in the procedure was sent to medtronic for evaluation. The archive was found to have extreme displacement and compression of the fiducials. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.